Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery something happened with the reported device. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. 17-dec-2021 update: further information were provided that while tightening the screw the surgeon pulled out the screwdriver and half of the screw stayed on the screwdriver. It was further reported that the nitinol wire was in the channel. The broken part was retrieved out of the patient. The surgery was then finished successfully with an ar-4030c-08.

Manufacturer narrative:
Complaint confirmed, the screw was returned with a damaged and broken distal end. The device is also twisted and warped. The cause of the event is undetermined, however likely causes are improper bone prep; shallow driver engagement depth; prying/leveraging the device during insertion.